Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining multiple free psa ind (indeterminate) flagged patient and qc results that were generated by the access 2 immunoassay system. Specific patient results and data have not been supplied to date. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. Per the customer supplied documentation, a routine system check was performed on (B)(6) 2011 which passed within instrument specifications. Troubleshooting with bci hotline indicated that the free psa reagent pack was in the correct reagent carousel position and that pack sharing was not possible as the customer only has one instrument. The customer stated to customer technical support (cts) that upon removing the free psa reagent pack it appeared to be empty even though reagent inventory listed thirty seven (37) tests left. The customer loaded a new reagent pack, calibrated and performed qc which then passed within the customer's established ranges. This resolved the issue. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. Although a reagent pack issue may have contributed to this event, a root cause has not been determined to date.